Event description:
It was reported that this device battery showed less than three months remaining and the magnet rate had drooped to 90 beats per minute (bpm). The last follow up in (B)(6) 2024 showed 1.5 years until elective replacement indicator (eri). The patient was kept in the hospital for an urgent replacement. Additional information and review of the device data by technical services (ts) confirmed that the device was depleting normally. Enginering conservatively recommend replacing the device within the next ninety days. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device battery showed less than three months remaining and the magnet rate had drooped to 90 beats per minute (bpm). The last follow up in (B)(6) 2024 showed 1.5 years until elective replacement indicator (eri). The patient was kept in the hospital for an urgent replacement. No adverse patient effects were reported. The device remains implanted.